Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed pta systems. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the withdrawal difficulty into the sheath introducer. However, the catheter body/shaft separation was likely caused by procedural factors and user handling of the device and is not related to a product quality issue.

Event description:
During a percutaneous transluminal angioplasty (pta) to an unk artery, the physician felt friction pulling the balloon back into the sheath introducer. The physician managed to retrieve the balloon into sheath introducer, however, it became stuck inside of the sheath introducer. When the physician pulled harder to withdraw the balloon, the catheter shaft separated in two pieces. Both the balloon catheter and the sheath introducer were removed together, and the broken piece of the catheter was found within the sheath introducer. There was no reported patient injury.